Event description:
During an in clinic follow up, episodes of oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Technical support was contacted and recommended lead replacement. Lead replacement is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating lead damage was suspected as the cause of the oversensing.